Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.na.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with prostyle devices using the pre-close technique via a 5f sheath hole prior to a mitraclip procedure. Reportedly, the backflow was minimal and an unusual click sound was heard when the plunger was deployed. A suture break was noted when the plunger was removed. This occurred with five devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the mitraclip procedure was completed. Despite no reported issue with the successfully placed prostyle sutures, hemostasis was not achieved. The ultimate method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It was reported that femoral angiogram was not performed. It should be noted that the prostyle instructions for use (IFU), states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulty. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.